Event description:
The patient was admitted from the emergency room 2 days ago with a history of near syncope associated with dyspnea, some vague chest pain complaints and diaphoresis. He was working in a warm environment at that time. In the ER, however, he had weakly positive troponins. The patient has a history of familial hypertrophic cardiomyopathy and has a defibrillator implanted. The patient was initially seen by his cardiologist late last year at which time it was identified that his defibrillator lead was fractured and therefore his device was inactivated. He was to have an ICD lead revision at that time, but refused and discharged himself against medical advice. During this hospitalization, the plan was for lead extraction, re-insert, possible generator change, possible pocket revision. Notes from the operative report: "we now worked and with the laser to remove this fractured defibrillator lead...I suspect that the fracture was a result of its contact with bony structures. In delivering the defibrillator lead, we found that the right atrial lead was also being removed. When we had the proximal coil visible within our wound we noted that the defibrillator lead and the adjacent right atrial lead were encased in calcium and essentially fused...the atrial lead needed to be removed as well... (At the end of the procedure) the patient was taken to pacu in satisfactory condition having tolerated the procedure well.